Event description:
The nurse reported during the surgeon's first case of the day, a shoulder arthroscopy, it was noted the pump was using an excessive amount of arthroscopy fluid (34 bags total). The pump was recalibrated partway through the case and seemed to work better. For the surgeon's second case of the day, a different pump (but same make/model) was used and the same problems began to occur. The doctor made the decision to continue operation with gravity fluid rather than continue using the pumps due to safety concerns. The first patient had a moderate amount of fluid extravasation to right shoulder and breast, yet not unusual for this type of surgery. It appeared there was no significant or unexpected injury to the patients. However, it does appear the pumps may have issues with maintaining their calibrations. Of note, a previous report, with the same issue/equipment was filled, which required extended hospital stay.